Event description:
The customer reported that the system displayed a filament regular failure error during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were regreased and a filament calibration was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.